Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose or flushed drive support disk. Unable to perform operating currents, a21 error test, self-test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify motor error alarm due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had several alerts of motor error. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will return for analysis.